Event description:
There was a system error while in use. The biomed has sequestered, risk released the pump to biomed. Biomed replaced the membrane, pressure sensors, and cleaned the connectors. They performed pm and returned the pump to service.